Event description:
The hospital reported that during the end of a coronary artery bypass procedure, when the surgeon went to remove the ultima activator drive from the sternotomy, it froze up and would not open or close. It had to be forcibly removed from the patient's chest by the surgeon. The device was given to the field clinical representative who stated, "the device appears to be new, no rusting but it is jammed. No replacement unit was required because this was at the end of the procedure when the surgeon was removing the device. No patient complications were reported by the hospital. This incident was closed in 2008 but was reopened two months later and re-assessed as an MDR reportable event upon receipt of medical director's assessment the previous day stating, "the procedure described to extract the retractor from the chest is a surgical intervention. Also, since the procedure required expanding the chest more than needed during a normal surgery the patient was exposed to a higher risk of permanent damage of nervous structures and ribs fracture. However, no adverse consequences for the patient have been described in the event reported."

Manufacturer narrative:
Investigation results: the functional test attempted to rotate the handle; however, the handle would not move and the left sliding block would not open or close. After repeated handle manipulation and more than normal force for rotating, the sliding block was able to be removed from the rack on the drive. Galling was present inside the sliding block (large and small pinion holes) and the spud drive and the bearing surfaces. Galling is an indication that the user had encountered problems when turning the handle. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.